Manufacturer narrative:
The customer reported event was confirmed via visual and functional inspection. The locking mechanism was returned disengaged. The threads on the set screw were damaged. Manufacturing history was reviewed and no issues were identified. The device is in the field for over 3 years and has been used at least 50-100 times. A root cause of the event is normal wear and tear.

Event description:
It was reported that; during surgery when using the decompression tube post that comes in the set, when tightening the pin it kept going through the spring of the locking mechanism. It ultimately wouldn't tighten the post. Tried a second post and the same issue occurred. Both were used 50-100x each. The instruments weren't observed prior to the surgery because they both were used previously successfully the day before the surgery. No lubrication performed on the instruments because it was not needed. The surgeon was performing an mis discectomy and had to open the incision to use other instrumentation to complete the procedure.

Event description:
It was reported that; during surgery when using the decompression tube post that comes in the set, when tightening the pin it kept going through the spring of the locking mechanism. It ultimately wouldn't tighten the post. Tried a second post and the same issue occurred. Both were used 50-100x each. The instruments weren't observed prior to the surgery because they both were used previously successfully the day before the surgery. No lubrication performed on the instruments because it was not needed. The surgeon was performing an mis discectomy and had to open the incision to use other instrumentation to complete the procedure.